Manufacturer narrative:
Results of investigation will be filed in a supplemental report.

Event description:
The tube was broken under the oval shaped junction. Based on additional info that was received on 05/24/2011, the catheter broke after insertion into the pt.